Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that he met with rep on may 2nd to get further programming but he is getting vibration on the right side, but muscle spasms on the left. Patient believes his lead wire was not placed in the appropriate location. Tss redirected patient to hcp to address this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external devices. Pt states he just got done with meeting a mdt rep today and is not happy with the mdt rep and the service he was provided. Pt states he has a scs that is not working. Pt states he told mdt rep that and drove all the way there and was told just call the patient services. Pt states he plugs in the rtm and doesnt start the charge session and sees a code that says battery empty. Just spins and never starts charging ins. Pt states waited 45 min and doesnt start the ins charge. Pt states controller charges fine to the wall. Agent sent request to repair. Patient states his back is a disaster and has osteoarthritis that doesn't make anything better. Patient mentioned they had x rays the other day about his back and the doctor came up to her and said "boy you are a disaster". Patient states they has arthritis throughout his whole body and it is verypainful. Rtg0792588 as the patient had called in reporting events reported on phone. Due to the nature of the call was hard to troubleshoot. Belt is coming apart. Patient called back confirming they have received replacement from this case. Patient confirmed they were able to charged successfully using the new recharger. Controller battery was at 100% and implant battery at 80%. Patient stated that they don't have it calculated, don't have it set and don't have it programmed. Patient mentioned that their stimulator was no t calibrated. Patient made a comment that their stimulator was going haywire in the inside of their back and it's going off to the right of their shoulder blade. Patient added that they haven't had any adjustment in 2 and a half years. Patient stated that they spoke with rep last week and issue was not resolved (agent understood that the patient only told the rep about the issue on the recharger). Patient was told that if they "cannot fix it" they will give pain shots to resolve it. Patient said an guy came in but did not know what he was doing. The patient also said that the rep declined to sit and talk with them. (Thepatient was hard to understand and agent had a difficult time to keep them focused.) Agent assisted to changed groups on the controller but patient only have group a programmed. Agent advised patient to contact hcp to further assist with programming issues. Patient said he'll meet with rep at hcp's office tomorrow to troubleshoot recharging issue and to address programming to resolve stimulation in his right side and arm that also goes to his left arm as well. Tss told caller that he can delay returning his equipment to repair dept, as he will use it for troubleshooting tomorrow. Patient called back in stated the previous issues. Patient stated they have spinal stenosis and disc deg enerative disease. Patient also stated that 2-3 years ago they experience the same thing that stimulator was not working and even drinking some pain killers it did nothing until they have contacted manufacturer and was advised to turn off the stimulation. Patient stated that they have met with rep and patient still experiencing the pain in their left and right arms all the way to their fingers. Agent redirected patient to hcp for further assistance.